Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Original revision in 2016. The original revision as reported by the surgeon detailed as follows; the patient has insitu stryker accolade tmzf & tritanium cup, head unidentified. The head and liner were revised to mdm due to instability resulting from inadequate offset. Surgeon satisfied with result of 1st revision.